Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument - (lot#: j5m2752ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic duodenal switch, while approximating the small bowel, the surgeon had completed the use of the suture, the device worked completely fine. Once the surgeon had cut the suture to take the endostitch device out of the abdomen, the needle had fallen lose and it was lost in the operating room. The c-arm was brought into the room to see if the needle could be found inside the patient¿s abdomen, but the result came back negative. The surgical time was extended by more than 30 minutes. The endostitch device was used again with no issue, but the needle was unable to be found.